Manufacturer narrative:
(B)(4). Batch # n91n4x: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the metal active blade break off? Yes. Or, did the white tissue pad break off? No. Was the broken piece retrieved from the patient? Yes, I wrote in the complaint, they were more than 20 minutes searching the piece broken. N91n4x as lot number.

Event description:
It was reported that during an unknown procedure, one of the jaws was literally broken in two pieces. The piece fell down inside the patient and this delayed the procedure more than twenty minutes as a consequence of the search of the broken piece. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.